Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Revision of right hip due to recall v40mm head. Replace metal head and liner.

Manufacturer narrative:
An event regarding revision involving a metal head was reported. The event was not confirmed. Device evaluation was not performed as the device was returned for evaluation. No patient medical records were available for review. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. The event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided. No further investigation for this event is possible at this time as no devices and insufficient information was received. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Revision of right hip due to recall v40mm head. Replace metal head & liner.